Manufacturer narrative:
This is a duplicate report of (B)(4), which was not reportable and was reported in error. (B)(4) does not have a corresponding MDR #.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated that the alarms are not heard. There was no reported patient incident injury.